Event description:
Film review analysis: review of cta¿s from 4 years post-implant revealed that the bifurcate was positioned just below the lowest right renal artery. The proximal neck contains areas of calcification. The suprarenal stents begin to open on the anterior of the neck near the left renal artery. At the level of the right renal the proximal neck diameter is approximately 23mm. At the CT slice 4mm below the right renal the anterior side of the proximal stent graft margin (anterior markers) are seen and the stent graft od is 25mm. 10mm below the right renal the posterior side of the proximal graft margin (posterior markers) are seen and the stent graft od is 29mm. The proximal neck is angulated 30 deg (a-p) to the CT¿s. No proximal type I endoleak is seen; however there is currently minimal proximal seal length as the stent graft is pulling away from the posterior neck. The max diameter aaa measures approximately 5.5cm. The ipsi limb was positioned within the left common iliac artery, and the contra limb within the right common iliac. Both limbs were patent. The cause and the amount of the reported migration could not be determined. Earlier follow-up images were not provided; therefore a comparison to the anatomy and stent graft in-vivo position at implant could not be performed.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The proximal neck was 22-26 mm in diameter and 17 mm in length. The left common iliac artery was 11-14-18 mm in diameter and the right common iliac artery was 10-22-21 mm in diameter. The right external iliac artery measured 11 mm in diameter and the left external iliac artery measured 13 mm in diameter. The right iliac artery had moderate tortuosity and the left iliac artery had sever tortuosity. It was reported that on a CT with contrast observed that the bifurcate had migrated proximally. No endoleak was noted. No clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received. It was reported that the amount of migration was 2mm.

Manufacturer narrative:
(B)(4).